Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 04 may 2022. The gehc internal field modification number is fmi 34127. Customers were sent a letter explaining the issue and requesting the customer to perform the battery performance test. Replacement of the batteries will be provided by gehc. No report of patient involvement. Unique identifier: (B)(4).

Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.